Event description:
The patient called lifescan and alleged that their meter was powering off during use and that their meter was previously reading inaccurately erratic. The patient obtained two results of 7.1 and 10.5 mmol/l within 10 minutes. While attempting to troubleshot with the lfs customer care representative, the meter was powering off during use. The patient stated that the code number may have been set incorrectly, but they were unable to verify because of the power issue.